Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2026: when the clinical sales representative (csr) asked the customer, there was no indication of damage, and it was only reported cutting issue. No fragments fell from the device while used within a patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The synchroseal instrument was analyzed, and visual inspection found the cut electrode tip part to be broken from its original location. The cut electrode was hanging out the jaws. The internal blade was exposed. Logs displayed no cutting errors. Fragments were missing as a result.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument had a cutting issue. A backup instrument of the same kind was used to complete the procedure with no patient harm.